Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "it was not working" since (B)(6) 2016. They were having accident after accident with their bowels. It was indicated that they increased stimulation on the morning of report. It was noted that they spoke to their healthcare provider (hcp) who indicated that the manufacturer representative would change the program. The patient stated that they were in a "bad way." The therapy was on program 1 at 1.4v, and the patient could feel stimulation. During the report, the patient placed the antenna over thin clothes over the implantable neurostimulator since they did not know if they should place it directly on the skin; the hcp told them the skin needed to heal. The patient changed to program 2 at 1.4v, and confirmed that stimulation was comfortable. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.